Manufacturer narrative:
The baxter technician found the siderail shell with pod needed to be replaced. Per the hillrom service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot siderails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the siderail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the siderail as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the siderail shell with pod to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the advanta 2 frame left siderail fell of from the arm. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not know if this event was already communicated to another baxter department or authority.